Event description:
The customer reported experiencing multiple alarms, specifically alarm 2 and alarm 26, alongside recurring occlusion events. As a result, the customer's blood glucose level reached 528 mg/dl, which was significantly high. To address this issue, the customer administered a correction bolus using the pump and changed the cartridge before continuing insulin delivery. There was no need for third-party assistance, and the customer sought additional support due to frequent occlusion problems.